Event description:
The manufacturer received information that a trilogy evo ventilator had ventilator service required alarms. There was no patient involvement and no harm or injury reported. The device was returned to a third-party service center for evaluation. The complaint regarding vent service could not be replicated since there were no alarms regarding that failure. The device failed in subtest internal flow verification: positive flow. The device is contaminated with dust and contamination throughout the device including the machine flow sensor. The device required replacement of the machine flow sensor with dust contamination to address the testing failure issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.